Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ migration (essure migrated just under peritoneal surface, and visible from outside of fallopian tube)/extrusion') in an adult female patient who had essure (batch no. 740670) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), coagulopathy ("blood clot disorder"), systemic lupus erythematosus ("lupus"), cerebrovascular accident ("strokes") and autoimmune disorder ("auto-immune like symptoms"). The patient was treated with surgery (essure removal, laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dyspareunia, vaginal disorder, coagulopathy, systemic lupus erythematosus, cerebrovascular accident and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, cerebrovascular accident, coagulopathy, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, systemic lupus erythematosus and vaginal disorder to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fallopian tube perforation, and genital bleeding". Lot number:740670 manufacturing date: 2010/06 expiration date: 2013/06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/ migration (essure migrated just under peritoneal surface, and visible from outside of fallopian tube)/extrusion') in an adult female patient who had essure (batch no. 740670) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), dyspareunia ("dyspareunia"), vaginal disorder ("vaginal scarring"), coagulopathy ("blood clot disorder"), systemic lupus erythematosus ("lupus"), cerebrovascular accident ("strokes") and autoimmune disorder ("auto-immune like symptoms"). The patient was treated with surgery (essure removal, laparoscopic). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, genital haemorrhage, pelvic pain, dyspareunia, vaginal disorder, coagulopathy, systemic lupus erythematosus, cerebrovascular accident and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, cerebrovascular accident, coagulopathy, dyspareunia, fallopian tube perforation, genital haemorrhage, pelvic pain, systemic lupus erythematosus and vaginal disorder to be related to essure. Concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, fallopian tube perforation, and genital bleeding". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.